Event description:
It was reported the customer received a button error alarm. The customer stated they received the alarm when attempting to administer a bolus correction. The customer's blood glucose was 10 mmol/l. The customer stated they may have pressed on the buttons while sitting in a crowded vehicle. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.